Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6), including the nitinol stent, as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the device remains implanted, no further investigation is possible at this time. Based on the available information, it is not possible to draw a definitive root cause on the reported event. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Event description:
Received the following information from (B)(6) study: on (B)(6) 2021, a perceval valve pvs25 was implanted in aortic position. The patient received a concomitant CABG (1 vessel bypassed) and a mitral valve repair with a memo 3d. The site reported an adverse event: bradycardia that occurred on (B)(6) 2021 that required a pulse generator (pacemaker) implant. The site deemed the event, which is now resolved, as possibly related to the implanted perceval valve. The patient was discharged on (B)(6) 2021 with a good device functionality (10 mmhg mean gradient, no central leak, no perivalvular leak). The patient's baseline conditions included atrial fibrillation.

Manufacturer narrative:
Device remains implanted.